Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the site of the implantable pulse generator (ipg) in the right chest pocket. The patient underwent a revision procedure where the ipg was placed deeper in the pocket. The patient was doing well post-operatively.